Event description:
It was reported that a pressure gauge abnormality occurred. A 26 encore inflation device was selected for use. However, during the procedure, an abnormality on the pressured gauge was noted. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a pressure gauge abnormality occurred. A 26 encore inflation device was selected for use. However, during the procedure, an abnormality on the pressured gauge was noted. The procedure was completed with a different device. No patient complications were reported. It was further reported that the gauge needle did not move when pressure was applied.